Manufacturer narrative:
The additional information concerning the patient, received after the first medwatch report, does not changed the conclusion of the investigation.

Manufacturer narrative:
Note: prroduct reference 4430147 is not cleared in USA, but it is similar to the product reference 5430146 cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. It has been measured. All the dimensions complied to the specifications. A disconnection test between the catheter and the housing was performed. The results are more than 3 times greater than the standard requirement. X-ray examination: the review of x-rays picture taken just after implantation ((B)(6) 2015) shows that the catheter does not appear to have been correctly positioned on the port exit cannula during the implantation procedure. Conclusion: the returned device is compliant with the specifications. No failure has been detected. The disconnection of the catheter observed seven months after the device implantation is probably due to incorrect connection of the catheter to the port by user. No corrective action is envisaged.

Event description:
On (B)(6) 2015: implantation of the access port system without difficulties. On (B)(6) 2016: catheter disconnected form the port.